Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash. The patient also reported that she previously had a rash on her back that already healed. The patient's physician gave the patient a cream to use on the rash. Follow-up indicated that the rash had improved.